Event description:
It was reported, that the subject device had a scope communication error (error code e216). The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.